Event description:
It is reported that the tube plate fractured and was explanted. Implant and explant dates are unknown.

Manufacturer narrative:
We could not obtain a complete catalog number, therefore, a baseline report cannot be filed. Evaluation summary: cause cannot be definitively determined. Evaluation: no product or x-rays were returned for evaluation. No lot number was provided; therefore, device history records could not be reviewed.